Event description:
The patient called to report that they had a syncope episode and felt like they were falling. The patient noted that it went away. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).